Event description:
The atrial and ventricular leads were returned to the manufacturer, analyzed and subsequently tested out of specification. The leads were originally explanted because the patient was in pain and the doctor wanted to implant new leads more laterally. Insulation damage and helix retraction issues were noted at explant, and were thought to be damage occurring during removal. No further patient complications have been reported as a result of this event.